Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience prime stent in the mid right coronary artery with 75% stenosis. Cardiac catheterization had been performed prior to a procedure performed on (B)(6) 2012 (previously reported in mrf# 2024168-2012-05132). On (B)(6) 2012, the patient was re-hospitalized with chest pain (angina) and shortness of breath (dyspnea). Per reported information, the patient had been having angina and dyspnea for 3 months on and off. The angina, classified as unstable angina, was resolved with rest and nitroglycerin. As restenosis had been noted during cardiac catheterization in (B)(6), the patient underwent a percutaneous coronary intervention on (B)(6) 2012, using cutting balloon and stenting with a non-abbott stent. Additionally, a non-abbott stent was placed in the posterolateral ventricular branch. The angina and dyspnea resolved on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.